Event description:
The acm1 flexible cystoscope was inserted to the urethra upon insertion, the sheath came apart. Physician immediately took scope out. Urethra was irrigated and rigid cystoscope was inserted into the urethra. Physician stated that it was clear and that he didn't see any fragments.